Event description:
A davol portacath was inserted at hospital on 10/31/91. During a routine chest x-ray, it was discovered that the catheter was fractured and the proximal portion had migrated to the apex of the right ventricle of the heart. This portion was retrieved under flouroscopy on 1/28/92. The metal hub was surgically removed on 2/6/92 without difficultyinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: expected wear/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.